Event description:
It was reported that the customer's insulin pump alarmed during manual prime process. The customer's blood glucose reading was 397mg/dl. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.